Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the investigation details, the rotor was damaged. The rotor was replaced and the device was returned to the customer.

Event description:
It was reported that the device was running on its own. There was no pt involvement and no allegation of adverse consequences associated with this event.